Event description:
It was reported that labeling error occurred before use with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter, "according to the clinician: "we are experiencing an issue with bd vacutainer sst blood collection tubes item # 367986. The product labels are falling off of the individual tubes of lot # 9081740, exp. 03/31/2020. We opened two cases and their packages today and found the label edges are lifting away from the individual tubes. Some have fallen off completely and we have had to discard those tubes. Once the labels fall off there is no way of knowing the product, its lot, and more importantly it's expiration date, therefore must be discarded. We just received 5 new cases of a new lot of the same product and observe the same issue of the edges of the label not adhering totally. That lot is # 9095580, exp. 03/31/2020."

Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Although no samples or photos were available for evaluation, bd has initiated further investigation relating to label lift through CAPA #1064141. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. However, further investigation has been initiated through CAPA #1064141. The investigation is still on-going and improvements will be made as the potential causes are identified. Root cause description: although no samples or photos were available for evaluation, bd has initiated further investigation through CAPA #1064141 to identify the potential root cause(s). Rationale: based on an assessment of severity and frequency, it was determined that a CAPA is required at this time in order to determine the root cause associated with this issue and implement corrective actions. The investigation is currently on-going and further improvements will be made as the potential root cause(s) are identified.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9081740, medical device expiration date: 2020-03-31, device manufacture date: 2019-03-22. Medical device lot #: 9095580, medical device expiration date: 2020-03-31, device manufacture date: 2019-04-05. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that labeling error occurred before use with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter, "according to the clinician: "we are experiencing an issue with bd vacutainer sst blood collection tubes item # 367986. The product labels are falling off of the individual tubes of lot # 9081740, exp. 03/31/2020. We opened two cases and their packages today and found the label edges are lifting away from the individual tubes. Some have fallen off completely and we have had to discard those tubes. Once the labels fall off there is no way of knowing the product, its lot, and more importantly its expiration date, therefore must be discarded. We just received 5 new cases of a new lot of the same product and observe the same issue of the edges of the label not adhering totally. That lot is # 9095580, exp. 03/31/2020."